Event description:
Upon using the defibrillator/monitor during the code, the monitor portion failed an both battery and ac power. Another device was used in its place and the pt responded successfully. The pt did not suffer any consequences due to this incident. This defibrillator has been removed from service and is being replaced with a new one.